Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional endovascular treatment procedure with an 8f sheath. Reportedly, the device was deployed successfully. However, when the physician went to remove the device, it snapped in half inside the patient¿s anatomy. The guide has separated during removal of the device. They had to retrieve footplates and the sheath as it was snapped where the silver meets the black coating. The physician was able to retrieve the footplate from the anatomy using a snare device. Nothing was left inside the patient. Hemostasis was achieved via cut-down. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation of the guide and sheath were confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the guide broke during advancement. The deployment was not successful as the link and suture were still in the device. This would be expected if the guide broke during insertion. The kinks in the sheath indicate a possible prolapse or severe bending of the sheath that suggests angle of insertion was not aligned to the vessel track or were from the subsequent treatment. It¿s possible, the guide separated during suture deployment. The broken/separated guide would prevent removal of the device leading to the entrapment. The separated sheath may have also occurred during insertion, or more likely during treatment to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.